Event description:
It was reported a patient enrolled in a (B)(4) study underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient reported leg length discrepancy, pain, stiffness, weight gain and medial narrowing. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb." Number 14 states, "postoperative bone fracture and pain."